Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for a donor sample. The following data was provided: (B)(6) 2023 sample ID (B)(6) initial result = 1.80 s/co, repeated twice and results = 1.69 s/co and 1.68 s/co, repeated with an alternate method and result = non-reactive. (B)(6) 2023 alinity s hbsag confirmatory test was performed on analyzer with serial number as1225, and generated positive result: %n = 87.64% no impact to patient management was reported.

Manufacturer narrative:
Additional information section d4 - expiration date updated from blank to 12/21/2023 and h4 - device mfg date updated from blank to 1/21/2023. The complaint investigation for false reactive alinity s hbsag confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s hbsag confirmatory reagent, lot number 47185fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity s hbsag and alinity s hbsag confirmatory results generated for a donor sample. The following data was provided: 29jun2023 sample ID (B)(6) initial result = 1.80 s/co, repeated twice and results = 1.69 s/co and 1.68 s/co, repeated with an alternate method and result = non-reactive. 30jun2023 alinity s hbsag confirmatory test was performed on analyzer with serial number (B)(6), and generated positive result: %n = 87.64% no impact to patient management was reported.